Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set was occluded.the following information was provided by the initial reporter: IV extension sets will not flush. Removed max plus needle-free connector to see if that resolved the issue and it did not. This happened on 5 different patients last night. IV team manager pulled several unopened packages and found that the IV tubing is sealed shut. Attaching photos of where the problem is.